Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000145540.

Event description:
It was reported that following a fall patient experienced ineffective therapy and patient is unable to enter MRI mode, patients lead has high impedance. As a result, surgical intervention may be undertaken to address the issue. The investigation was unable to determine the lead that associated with the issue.

Manufacturer narrative:
Correction a4- weight.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein patients system was explanted to address the issue.